Event description:
For various reasons, not product related, the clinician was unable to gain access to the contra gate. The clinician performed several non-abdominal bypass procedures (fem-fem, aui, and ax-bifem as a precuation because the distal portion of the trunkispi was in a stenotic area). Blood loss in excess of 1 liter and additional surgeries were not product related. The clinician did not make an allegation of product deficiency and was generally happy with the procedure outcome.